Manufacturer narrative:
Results: bd received samples from the customer facility for investigation. The samples were evaluated and the customer¿s indicated failure mode for incorrect additive amounts with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: root cause is human error. Tubes pass through gel dispenser twice and have a second fill of gel.

Event description:
It was reported that there was too much gel in the bd vacutainer® brand sst ii advance tubes containing silica and gel, 3.5 ml. No injury or medical intervention reported.